Event description:
Pump declared a cartridge change error. Blood glucose level did not exceed 500 mg/dl, which indicates it remained within an acceptable range. Customer, with the help of technical support, removed the cartridge and inspected the o-ring and pneumatic tap area, cleaned the affected parts, reattached the cartridge, and successfully completed the pump¿s load process, allowing the resumption of insulin delivery.